Manufacturer narrative:
This report is being filed to correct the explant date.

Event description:
It was reported a wound ulceration was found most recently. A revision took place and it was noted that the device was stained with blood positive disease and thus will not be returned. The lead was not expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported a wound ulceration was found most recently. A revision took place and it was noted that the device was stained with blood positive disease and thus will not be returned. The lead was not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the serial number.

Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported a wound ulceration was found most recently. A revision took place and it was noted that the device was stained with blood positive disease and thus will not be returned. No additional adverse patient effects were reported.